Event description:
In reconstituting an antineoplastic monoclonal antibody drug, the equashield adapter allowed for the withdrawal of diluent and transfer to the drug vial, but the pharmacist was unable to withdraw the reconstituted drug solution from the drug vial. The problem appeared to be due to the adapter device, as opposed to the syringe. FDA safety report ID # (B)(4).